Manufacturer narrative:
A visual, functional, and dimensional analysis was performed on the returned device. The failure to cycle could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to operational context. In this case, a interaction with anatomy likely contributed to a failure to cycle. The foot separation likely occurred due to manipulation of the device during plunger deployment. The reported patient effects of impairment and foreign body in patient are listed in the perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary artery interventional procedure using a 6f sheath. Reportedly, after step 2, the suture was not present when the plunger was removed (a cuff miss occurred) and the suture remained in the device. A new proglide device was used to achieve hemostasis. There was no adverse patient effect. During returned device analysis, a posterior foot break was observed, the broken foot was not returned. The location of the detached foot is unknown. In response the account confirmed that the foot beak was noted on removal of the device. No additional information was provided.